Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date, and h4: manufacturer date are unknown h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump was scheduled to finish however the pump never beeped. The pump was left to run longer but did not reach empty. Air was noted. 83.30 ml was given but the cartridge was dry. No patient injury was reported.

Manufacturer narrative:
While performing a review if was found that this complaint is a duplicate of existing complaint record. File is no longer considered reportable, please disregard any reports associated with it.